Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to non union. Intra-op, tip of the kept broke as it couldn't handle the higher torque. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual optical dimensional hardness visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface at the base of the driver tip identified a fairly flat fracture surface and circular material displacement. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.